Event description:
It was reported to vyaire medical that the bellavista1000e us had tf 316 - blower failure, 545 - astepinspvalve value out range- failsafe, 400 - inspiration valve or device leaky and 300 - device in failsafe found in logs. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been returned for evaluation. However, customer is advised that the unit requires new insp block. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: (non-return analysis-field service repair)vyaire medical field service representative went onsite to inspect and repair the unit. The root cause was determined due to defective inspiration valve nt. Vyaire fsr performed insp. Block repair and calibrations, all passed. Unit works properly according to factory specifications. (Return analysis-fa lab investigation)the vyaire failure analysis laboratory received the suspect component and performed a failure investigation.the reported complaint was not duplicated and no performance issues were found.